Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found in the biomedical department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.